Event description:
It was reported that the pt's ipg will no longer hold a charge. Previously he would charge every other day, but now after charging in the evening, it is depleted by 2 pm the next day. The pt was reprogrammed about 10 days prior to address a change in his pain coverage. No invalid impedances were observed at this reprogramming. The pt is working with his physician to address the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.